Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the instrument fractured during routine use. Nothing fell into patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: canada. Reported event was considered not confirmed as the returned device was not fractured. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the returned device was not fractured and did not have any problems identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.